Event description:
Adverse event(s): "no pt involved" (no consequences or impact to pt). Product problem(s): "lamp was shutting off" (no code available). The customer reported the lamp was shutting off during set up. The system was switched out and the case proceeded. No pt involvement was reported.

Manufacturer narrative:
The system was received and in-house testing was completed. A visual eval of the returned system did not reveal any visual non-conformity. The system was tested and found that the lamp shut off after 45 seconds and the customer reported event was confirmed. The lamp and front panel gasket were replaced. The system was aligned and calibrated. The system was tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).